Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a hematoma in the pacemaker pocket following the pacemaker implant procedure. The hematoma was evacuated. The patient presented to the device clinic on (B)(6) 2020 for wound check and the pacemaker was discovered to have eroded through the pocket. The device was explanted on (B)(6) 2020. The patient was in stable condition before, during and after the procedure.